Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure the patient feel lens was a disaster and suggested to remove lens and insert a different lens. The consumer reported two follow up surgeries were performed and stated ¿it gets worse every time¿. Additional information was requested.